Event description:
Report stated that while inserting a chest tube on a patient and connecting the chest drain the system did not function as expected. With troubleshooting, it was determined to be a leak in the tubing. Patient developed second pneumothorax requiring additional chest tube and a water seal chest drain system.

Manufacturer narrative:
(B)(4). We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR's: 1219977-2015-00208, 1219977-2015-00209, 1219977-2015-00210, 1219977-2015-00212.

Manufacturer narrative:
Engineering analysis: a case of drains (6 drains) from the same lot (lot#220354), were set up per standard procedure and tested for leakage. No leaks were evident, all units functioned properly. In-line connectors were inspected for the presence of o-rings and all were present. The units tested from the same lot showed no evidence of leakage when properly set-up. Due to the size of the catheter (16fr), it is possible that a different connector was used and not the atrium pre-attached connector, which fits a catheter size range of 24-40fr. Thus a leak may have occurred at the catheter connection for not providing a good seal.